Event description:
It was reported that on transtelephonic egm, the patient's presenting rhythm appeared to undersense p-waves. The magnet mode strip showed backup vvi pacing; the post magnet strip showed undersensing of p-waves and intermittent over-sensing on the ventricular channel which caused inhibition.

Manufacturer narrative:
No medwatch form was received.